Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up and device could not be interrogated. It was noted that the patient received shocks previously, and patient received a notification a month ago. Although a second programmer was attempted and patient was moved to another room, no communication could be established. The device was replaced.

Manufacturer narrative:
The reported field event of an inability to communicate was confirmed in the laboratory and was caused by a low battery voltage. Based on device settings, a longevity calculation was performed and was found to be below expected limits. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The original battery was returned to the vendor for further evaluation, and no anomaly was found. The cause of the premature battery depletion could not be determined.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.